Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with atrial fibrillation. This was due to the right ventricular lead loss of capture at full output and low bipolar impedance. Programming changes were made. There were no patient consequences.

Manufacturer narrative:
Correction: b5 - rv loss of capture did not cause atrial fibrillation as previously reported.

Event description:
It was reported that a patient presented in clinic with their right ventricular lead that exhibited loss of capture at full output and low pacing impedance. Programming changes were made. There were no patient consequences.